Manufacturer narrative:
The insulin pump was received intermittent blank display due to moisture damage at pcb1. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and broken belt clip rails.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that he got out of the car and the belt clip pulled the rail apart from the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.